Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results with coaguchek xs meter up1314324. At 11:00 a.m., the patient tested a sample with the meter and the result was 5.3 inr. At 11:02 a.m. The customer tested a sample from the same fingerstick and the meter result was 2.8 inr. The doctor told the patient to go to the laboratory for testing on (B)(6) 2017. The patient took her meter to the laboratory with her and tested a sample on the meter, resulting as 4.4 inr. A sample from the patient was tested with an unknown laboratory test on (B)(6)2017 and the result was "3. Something". The patient did not know the exact laboratory value. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic and has not been diagnosed with antiphospholipid antibodies. The patient has not had any bleeding or bruising. The patient does not take direct thrombin inhibitors or heparin. The patient says she was instructed to change warfarin dosage from 6 mg to 7 mg on (B)(6) 2017 based on the laboratory result. The patient's medication was not adjusted based on results from the meter. The patient's product was requested for investigation and replacement product was sent to the patient . Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's returned meter and test strips were tested in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter: 2.5 inr. Customer strip and meter: 2.4 inr. Donor #2: master lot and retention meter: 2.8 inr. Customer strip and meter: 2.7 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.